Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she had changed the meter¿s batteries several times, but at around 8am on (B)(6) 2019, the meter would not turn on and she was unable to obtain a result. The patient manages her diabetes with insulin pump therapy. She stated that since she could not test and did not know what her readings were, she had no way to compute for her insulin, so decided to take less food/drink. She reported that around 11am on (B)(6) 2019, she developed symptoms of ¿headache, stomachache, nausea, sweating and tired¿. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The meter would not turn on when the power button was pressed. Based on the information provided, the meter¿s batteries did not need to be replaced. The patient confirmed that she was using the correct onetouch ultra test strips, but when the cca walked the patient through inserting a new test strip into the meter per owner¿s manual, the meter did not turn on. The issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, after the meter stopped powering on, the patient was unable to obtain a blood glucose result and she reduced her intake of food/drink.